Manufacturer narrative:
The insulin pump was received with operating currents within specification. However, the insulin pump alarmed motor error during self-test due to faulty motor assembly. The insulin pump passed rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery and error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to perform off power test or error test due to motor error loop. No alarms noted. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump alarmed motor error. Customer stated they were sleeping when alarm occurred. Customer also reported motor position encoder error. The customer's blood glucose was unknown. Advised customer the insulin pump will need to be replaced. Advised to discontinue use the pump.